Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received one photographs which displayed an opened package with a 20ga bd nexiva IV catheter system dual port unit. The unit consisted of the dual port adapter that has a portion of extension line intact with the pinch clamp attached on the line. There is also a q-syte attached to the luer of one port and a vent plug attached to the second port. An additional q-syte with dust cap is also inside the package. The reported issue was confirmed. The photo reveals that a cut or break to the extension tubing most likely occurred, this is based on the seen length of the tubing in the photo and cannot be confirmed without the actual unit. An investigation with the actual unit may provide reason as to why this defect occurred. The photograph did not provide sufficient evidence to determine a root cause. A device history review was conducted for lot number 9241111. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in was not in the unopened package prior to use. The following information was provided by the initial reporter: verbatim: it was reported the extension set was missing from package. Unopened package is missing the extension set. Product was unable to be used as not complete."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in was not in the unopened package prior to use. The following information was provided by the initial reporter: verbatim: it was reported the extension set was missing from package. Unopened package is missing the extension set (as per picture). Product was unable to be used as not complete."